Event description:
The user reported a problem where their huestis milling machine was creating a compensating filter which was always centered about the beams central axes, even for situations where an asymmetric set-up was used.